Event description:
Pt was admitted for a coil embolization of a ruptured left internal carotid bifurcation aneurysm. The pt's cerebral angiography demonstrated a 6mm bilobed left internal carotid aneurysm bifurcation directed superiorly. The aneurysm was first filled with a 3d 5mm x 10cm gdc-10 coil which served as an initial basket for the deposition of additional coils. During placement of the second coil (gdc-10 2d 4mm x 8cm soft sr), a premature coil detachment occurred proximal to the detachment zone. The proximal end of the coil migrated into the left mca trunk occluding antegrade flow. Multiple attempts were made to snare the second coil using different devices but unsuccessful. The pt had stat surgical clipping of aneurysm and coil removal.